Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. Tandem technical support reviewed pump data and was unable to confirm the reported allegation. Upon follow up, the customer indicated that the battery issue had been resolved. No additional information was provided.